Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020, that the controller froze, the issues continues, and is getting more frequent. The patient noted that the controller screen would either freeze or become unresponsive. Earlier during the day of the report, the controller got stuck on turning the stim off screen and the patient knows the screen would resolve if the controller was reset. The patient was concerned the issues was recurring and increasing in frequency. A replacement controller was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient thought their ins had "went dead" because they were charging the ins with excellent recharge quality for an hour but the ins had stopped charging and it was still "in the red". It was noted that since implant in (B)(6) 2018, the patient had experienced difficulty getting an excellent charge however, the patient clarified that they were able to fully charge the ins. They tried plugging the controller into the wall to charge the controller, but the controller screen was blank. Removing and re-inserting the battery into the controller but that did not resolve the controller issue. Patient services had the patient unplug the controller from the wall and remove and re-insert the battery in the controller. The controller then powered back on however, when it powered back on the screen was not in english at first but eventually changed back to english without them having to do anything. The patient confirmed that the ins charge was low and the controller charge was around 75%. Best practices for recharging was reviewed with the patient, including the importance of proper placement of the recharge antenna. The patient reported that they may just need to get use to finding the right spot to place the antenna. The patient was going to charge the ins and call patient services back if they continued to have charging issues. The patient confirmed that the controller was functioning as expected; issue was resolved. No symptoms were reported. No further complications were reported or anticipated.